Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases. A leak test and microscopic analysis were performed which confirmed there is no device leakage, and identified a greater than 1-millimeter void in the non-textured, valve-to-shell-bond area. The fill test inspection was performed, and the result is no blockage. Based on the device analysis, the final assessment is no issues found related with the manufacturing process as the unit is not deflated. The reason for reoperation is deflation.

Event description:
Patient reported right side "leak" and is "smaller." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side "leak" and is "smaller." Device remains implanted.

Event description:
Device has been explanted.